Event description:
Pt shocked in normal sinus rhythm. Lead and generator replaced. Questioned if oversensing caused by epicardial lead. Lead capped. Generator is available for evaluation should the co be interested in conducting an evaluation on the generator.